Event description:
The customer stated that he was hospitalized for high blood glucose. Troubleshooting was performed and the insulin pump passed the prime test; however, it did not pass the high pressure test. The customer is out of warranty and has been sent a replacement insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.